Event description:
It was reported that pump experienced malfunction alarm with malfunction code 16 and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump under warranty, instructed customer to place malfunctioning pump in storage mode, return it within 10 days using provided materials, and reprogram settings and reconnect continuous glucose monitor on replacement device.